Event description:
Device malfunction: sheath damage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath "buckled" after insertion. The device was removed and hemostasis was achieved using a topical hemostasis pad and manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.